Event description:
It was reported that during preparation for implant, the pulse generator was interrogated and exhibited a battery impedance anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.